Event description:
A 600cc expander implant. The pt quickly developed right shoulder & neck pain associated with hair loss. In addition, the pt has had progressive left breast pain & discomfort & swelling over the left breast. There is discomfort throughout the breast & she noted pulling sensation with any upper body movement. The right shoulder is very tense & drawn-up. As a result of capsular contracture with significant upper body discomfort, recommend an implant removal.